Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted "power up started," "keypad locked," and "power down." Functional tests included use testing. When the device was powered up with batteries the device would power down immediately, then the ac adapter and batteries were used, the device was powered up the ac adapter was removed and the device powered down. The device was powered up in mu mode where it indicated battery removed even though there was batteries installed. The pump was opened there were no signs of contamination the battery compartment was soldered. The circuit board was replaced as a preventive. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was unable to conclusively be determined.

Event description:
Information was received indicating that ambulatory infusion pump would turn off intermittently when on battery power. No adverse patient effects were reported.